Event description:
The customer reported approximately one fourth (1/4) cup of blue cleaner fluid leaked from the right side of the instrument and onto the counter during system shutdown involving the coulter lh 500 hematology analyzer. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed a fluid leak due to a pin hole in the I-beam tubing through pinch valve pv43. The fse replaced the I-beam tubing and resolved the fluid leak issue. The fse verified the repair per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).